Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.88 inr. Patient's warfarin dose was increased based on the lab result. No adverse event reported. Requested return of suspect system, however, caller no longer has the suspect strip vial to return. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.